Event description:
On february 2, 2022, drive devilbiss healthcare received notice of an accident involving a bath safety stool. The end user's attorney reported that the end user was sitting on the unit when one of the legs "broke off," although photographs indicate that one of the legs bent. The attorney reported that the end user was injured and sought medical attention, and provided photographs of bruising on the end user's lower leg and angle. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.